Manufacturer narrative:
Evaluation codes: results: inherent risk of procedure (failure to deliver the stent and stent deformation); no results available since no evaluation performed (no device or procedural images returned for review). Evaluation codes: conclusion: known inherent risk of procedure (failure to deliver the stent and stent deformation).

Event description:
The physician was attempting to deliver one endeavor resolute drug-eluting stent to a calcified lesion in the lad with 95% stenosis and tortuosity after pre-dilating the lesion but found the stent couldn't pass the lesion. The physician withdrew the guiding catheter and put it through the lesion again, the stent still couldn't pass the lesion. The physician withdrew the stent and found the stent deformed. The physician changed to another stent, dilated the lesion by balloon again. The new stent passed through the lesion. No clinical sequelae.

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ stenosis and calcification present most likely hindered delivery of the device and resulted in damage to the stent. None (no device received for evaluation). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ stenosis and calcification present most likely hindered delivery of the device and resulted in damage to the stent. (B)(4).